Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles that pen needles will not attach to insulin pens. The following information was provided by the initial reporter: -consumer reported when attaching these 2nd gen pen needles to my novolog pen and lantus pens the threading crosses and will not screw onto the pen. Lot # 1012829 = 1 box catalog# 320550 = 1 box date of event unknown this box is 1 out of 5 supplied and only one opened box sample status awaiting sample.

Event description:
It was reported that while using bd nano¿ 2nd gen pen needles that pen needles will not attach to insulin pens. The following information was provided by the initial reporter: -consumer reported when attaching these 2nd gen pen needles to my novolog pen and lantus pens the threading crosses and will not screw onto the pen. Lot # 1012829 = 1 box catalog# 320550 = 1 box date of event unknown this box is 1 out of 5 supplied and only one opened box sample status awaiting sample

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.